Event description:
The customer reported that while using the device, the jaws jammed closed making the instrument unusable. The device removed from tissue with some slight bleeding. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The jaws of the incident device were stuck shut with tissue. The trigger was sticky. Upon opening the device, the pinion gear was found broken. This may have occurred if the user tried to force open the device. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.